Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other similar incidents. The investigation was unable to determine a cause for the reported tip detachment. It may be possible that during deployment, while the thumbslide was being advanced and retracted, the tip became caught within the stent and as the thumbslide was retracted, the tip separated. However, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a 99% stenosed, heavily calcified, 4 mm diameter, chronic totally occluded lesion in the popliteal artery. A 6fr 55cm sheath was placed and pre-dilatation was performed with a 4 mm balloon at 12 atmospheres. During deployment of the supera self expanding stent, the sheath was in the common femoral artery and it was confirmed under fluoroscopy that the stent emerged from the sheath and was fully released. The thumb slide was fully retracted to the start position and the deployment levers were locked prior to removal. Post deployment it was noted that the distal tip of the delivery system detached and was hanging inside the stent. The tip was retrieved with a snare and the procedure was completed. There were no adverse patient sequela and there was no reported clinically significant delay in the procedure.